Event description:
According to the customer's description: "the incident of a pt being assisted by a cna and 3 nursing students plus instructor. Pt slipped out of the sara plus sling, staff tried to assist pt into bed but pt fell on floor. Facility mgr does remember this situation being mentioned to her but since there were no pt injuries she did not follow-up. She stated that she had not removed the equipment from use."